Manufacturer narrative:
Concomitant medical products: product ID: 8780 catheter, implanted: (B)(6) 2014; product ID: 8590-1 neuro accessory, implanted: (B)(6) 2015; product ID: 8781 catheter, implanted: (B)(6) 2015; product ID: 37603 ipg, implanted: (B)(6) 2016; product ID: 8637-40 neuro pump, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia. Cultures were taken and antibiotic treatment was necessary. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.